Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for advance evaluation (ae). The trial patient reported that they were not feeling well since they got home from the procedure. On (B)(6) 2017, the trial patient reported they were in the hospital with pneumonia and was still hospitalized as of (B)(6) 2017. No surgical intervention had occurred and it was unknown if any were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) who said, "patient was fine no more info to report." No further patient complications have been reported as a result of this event.